Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) contacted the site and clinical sales representative (csr) on-site and determined that the issue had been a faulted digital video interface (dvi) cable. The cable was replaced, which resolved the issue. The fse determined that no further action was necessary. No site visit was conducted. The system was working properly and no additional action was required. A procedure log review was performed. Per the review, the following was confirmed: a ventral hernia ipom procedure was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), usm4 specifically, exhibited unintended, non-intuitive motion after the start of the procedure. While the surgeon was able to complete the procedure robotically, and there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) ventral hernia surgical procedure, a universal surgical manipulator (usm), arm 4, on the patient side cart (psc) was shaking during the case. The customer burped the arm and reseated the instrument and adapter with no change. The site called the technical support engineer (tse), who advised burping the arm again with no change. The site requested field service engineer (fse) follow-up. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the customer experienced unintended motion in usm4 during the case. The issue was described as a ¿parkinson-like tremble¿ and baseline tremor in usm4 during use of the needle driver while the surgeon was suturing that did not resolve with troubleshooting through technical support. It was stated that this usm did not exhibit these issues earlier in the case with other instruments attached, such as cutting with scissors, and only appeared following attachment of the needle driver. The case was able to be completed robotically. There was no reported harm to the patient or any report of post-operative complications. There were no issues with system set up or errors upon the initial power-on. The representative noted that the patient in this case was a 33-year-old female, but no other patient demographic information could be provided.